Manufacturer narrative:
Concomittants: tibial tray optetrak offset with screws sz 3f/3t beta. No devices are returning as the facility keeps all retrievals. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a female patient underwent a revision approximately 9 years 7 months post op on her left knee due to poly wear of logic size 3 9mm psc poly insert. Initial implant date is (B)(6) 2012. The patient was last known to be in stable condition following the event.

Event description:
Patient was revised due to worsening pain and instability. During the revision surgery, plaintiff¿s orthopedic surgeon identified ¿synovitis and studding of the synovium consistent with a reaction to polymeric debris¿ and noted ¿signs of discoloration and early wear in both the medial and lateral sides as well as in the post.¿ upon information and belief, the loose components, significant synovitis were due to premature polyethylene wear of the tibial insert.

Manufacturer narrative:
Additional information: a2, b1, b5, b6, b7, h6, investigation h7, h9. H6. Investigation results- the revision reported was likely the result of prosthesis wear of the tibial insert. However, based on the available information, prosthesis wear could not be confirmed as the pre-revision radiographs do not show signs of tibial insert wear, and the explanted tibial insert/images of the explanted tibial insert were not available for evaluation. An additional contributing factor to the revision may have been inclusion of the implanted polyethylene component in the packaging recall. These devices are used for treatment not diagnosis. There is no other information available.

Event description:
Additional information: revision operative report of (B)(6) 2022. Postoperative diagnosis: polyethylene particular debris-induced synovitis reaction to polyethylene wear left total knee arthroplasty. 1. Arthrotomy left knee. 2. Synovectomy. 3. Polyethylene liner exchange. Findings: there was found to be a thickened pseudomembrane throughout the knee with areas of synovitis consistent with early reaction to polymeric debris. All components are well fixed. Procedure: the polyethylene was removed; there was signs of discoloration and early wear in both the medial and lateral sides as well as in the post. A compressive sterile dressing was applied to the knee and the patient taken to recovery in stable condition having tolerated the procedure well. Hospital care: admitted (B)(6) 2022; discharged (B)(6) 2022. No other information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: h6. MDR section codes updated/corrected: b, c, d, e, g. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
"D10: 02-010-01-0230 - logic femoral ps cem left sz 3. 208-04-34 - trap tray, offset beta cem., sz 3f/3t. 204-34-08 - fluted stem extension 80l x 14 mm. 204-63-05 - tibial augment block 1/2-sz 3 5mm. 200-02-35 - three peg patella 35mm. This follow-up report is being submitted to relay additional and/or corrected information. The revision reported in was likely the result of instability and prosthesis wear of the tibial insert. However, based on the available information, prosthesis wear could not be confirmed as the pre-revision radiographs do not show signs of tibial insert wear, and the explanted tibial insert/images of the explanted tibial insert were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."

Manufacturer narrative:
The revision reported was likely the result of instability and prosthesis wear of the tibial insert. However, based on the available information, prosthesis wear could not be confirmed as the pre-revision radiographs do not show signs of tibial insert wear, and the explanted tibial insert/images of the explanted tibial insert were not available for evaluation. H6: corrected medical device clinical codes.